Event description:
It is reported as "revision surgery to take out broken screw".

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available, following engineering evaluation.